Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips to report that, on (B)(6) 2020, the mp30 monitor labeled rm 14 did not alert during a patient¿s cardiac arrest. The patient experienced a cardiac arrest.

Manufacturer narrative:
A philips field service engineer (fse) visited the customer site on 10sep2020 to evaluate the monitor. The fse determined from the customer that the mp30 came back online by itself and was functioning without issues since the event. The customer also informed the fse that the mp30 was not transmitting to the central monitoring system (piicix) for approximately two hours when the patient¿s cardiac arrest occurred. The fse then retrieved the piicix alarm audit logs, technical commands from the network switch connected to the mp30, and the mp30 monitor logs and configurations. The fse then performed a cold start of the monitor and instructed the customer how to retrieve and review the logs. No further troubleshooting was required or performed. Further communications with the customer confirmed more details concerning the patient event. The patient experienced a cardiac arrest while he was sitting on the bed. When trying to attempt a 12-lead ECG, it was found that the patient was not able to be monitored remotely via the central station. The patient was moved to another bed to be able to be monitored remotely and survived the event without deficit. The customer staff also reported the time of the patient event to be around 13:50 and that the patient was moved to rm 4 to ensure remote monitoring via the piic ix during the event. The customer¿s staff was unable to confirm a power outage, but confirmed that the mp30 was released back to clinical use on patients after the fse evaluated the mp30 and retrieved logs from the mp30, piic ix and network switch on 10sep2020. A philips product support engineer (pse) reviewed the piic ix alarm audit logs, mp30 monitor log, mp30 configuration file, the technical commands from the associated network switch, and all the relevant information provided initially and through additional communications. After reviewing all of the data provided, philips pse has determined that insufficient information is available to determine the cause of the reported event. There is insufficient data available to philips for philips to identify the cause of the alleged connectivity issues with the mp30. It is philips¿ understanding that operational functionality of the mp30 had been confirmed and that the mp30 has since remained in clinical use on patients. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.